Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. There were no additional adverse patient effects reported. The ra lead was partially capped.

Event description:
This supplemental report is being filed to add device code for lead damage issue and describe event or problem. It was reported that this right atrial (ra) lead was part of a system revision due to infection. Laser lead extraction was performed. The lead body was separated and the distal electrode portion still remains in the patient just under the clavicle region. There were no additional adverse patient effects reported. The ra lead was partially capped. It was reported that this right atrial (ra) lead was part of a system revision due to infection. There were no additional adverse patient effects reported. The ra lead was partially capped.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.